Event description:
Caller reported blood glucose reading on the free style was 130 mg/dl compared to hospital reading of 52 mg/dl. Patient was treated at hospital with sugared drinks to improve blood sugar level. Testing was conducted on fingertip.